Event description:
Customer reported an issue with the transmitter. Customer states that when the transmitter is placed on the charger, it flashes green and then flashes red. The battery in the charger needed to be replaced. The blood glucose reading at the time was not known. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.